Manufacturer narrative:
Model # should be lpa1200m/58 not lpa1200m. Serial # should be (B)(4) not (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient present in clinic for follow up. It was noted that there had been a right ventricular lead noise reversion alert during remote transmission. Programming changes had been made to address the issue but myopotential oversensing was observed. Additional programming changes were made. The patient remained asymptomatic during the changes and was feeling well.